Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they couldn't turn the ins on. Pt pressed the white button on the top of the controller and tapped the option to turn the stimulation on, however no device found then appeared. Pt said that the ins was charged as they had charged the ins yesterday to 100%. Patient services (pss) had the pt use the recharger to connect with the ins; pt said that it was really hard to get the recharger to find the ins. Pt said that anytime they moved a small amount they would lose the connection when recharging the ins. On the no device found screen, pss had the pt tap recharger. Pt then saw the batteries screen displaying with the controller at 100% and the ins at 100%. Pt said that they put group a on. Pt was able to turn stimulation on successfully. Pss had the pt unplug the recharger from the controller. Pt said that the controller screen went black and that there was an orange light blinking. Pss had the pt wake up and unlock the controller. Pt saw a message saying that the cable was disconnected, so pss had the pt tap ok. Pt then saw the batteries screen again with interrupted indicated; pss reviewed with the pt that this was because the recharger was disconnected from the controller while an ins recharging session was in progress. Pt said that they didn't feel stimulation and the intensity was at 2.1 where they would usually feel a shock. Pt switched to group b and pt said that everything was zeroed out on all of the intensities. Pt said that the intensity was at 3.0 and they could barely feel the tingle. Pss redirected pt to hcp to further address the issue. When asked for the event date, pt said that they had troubles with the device almost since the beginning. Pt said that they had the device reprogrammed probably seven times at least. When asked for managing hcp, pt said that their hcp was going to do shots in their spine today since the ins wasn't working but the shots didn't work either.